Event description:
It was reported that the patient experienced cardiac tamponade. A surgical window was performed to drain the fluid. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) captures the right atrial (ra) lead perforation, implantable pulse generator (ipg) system infection and the right v entricular (rv) lead intermittent capture and lead pulled back allegations from (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.